Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the usm to resolve the reported issue. System tested and verified as ready for use. Isi has received the usm with an alleged issue to perform failure analysis; however, the investigation is in progress. A follow-up MDR will be submitted post failure analysis evaluation or if additional information is received.

Event description:
It was reported that during a da vinci-assisted ventral hernial etep surgical procedure, errors occurred on the universal surgical manipulator arm 4 (usm). The customer was able to recover and continue with the procedure. The usm was not docked at the time of the call. The procedure was completed as planned with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) 4 and completed the device evaluation. The failure was confirmed and replicated. Error 31226 was confirmed as having occurred in the field via system logs review. The unit was tested on an in-house system passing normal mode. During the test using the patient side fixture test platform, the unit failed fiber test.